Event description:
Based on previously reported adverse events (manufacturer report# 1831750-2010-01872 and 1831750-2010-01873), an eval was performed on all remaining wall saver recliners located at this facility. This eval found that once the ottoman was raised, it was difficult to consistently secure the ottoman back down.